Event description:
It was reported that the homechoice cassette was broken which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with 1.5 g of vancomycin, 200 mg of amikacin intraperitoneally (ip). No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, twelve (12) retention samples were visually inspected which did not observe any.abnormalities that could have contributed to the reported condition. Functional testing was not performed on the retention samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.